Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming, and the screen displayed ¿pump stopped by an alarm¿ which had cleared. Per reporter, the screen read ¿acknowledge,¿ and although they pressed the acknowledge button, the pump did not respond. The patient was instructed to press the white button beneath the word ¿acknowledge,¿ but the pump continued to alarm. The patient was then advised to open and close the battery door and power on the pump. The screen showed ¿loss of power occurred¿ and ¿acknowledge.¿ despite pressing the acknowledge button, the pump still did not respond. The patient also mentioned encountering a ¿key pressed please release¿ alarm earlier. He was instructed to open and close the battery door and press each key in and out a few times. The pump powered on, but a ¿loss of battery¿ alarm occurred. After pressing the acknowledge button, the pump still did not respond. The patient was instructed to open and close the battery door to stop the alarm, close the clamp just below the port, and per special facility instructions, was given the contact number for the infusion center for further assistance. There was a patient involvement, and no patient harm/adverse event reported

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.